Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving hydromorphone (5 mg/ml at an unknown dose) and clonidine (900 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported the pump was underinfusing. The event date was reported to be (B)(6) 2019. The patient came in for a pump refill and the pump was emptied. 3.3 ml was expected and 15 ml was removed from the pump. The patient was also in withdrawal. The patient was given oral medication. The patient was coming for another refill the next week to see if the same thing happened again. The issue was not resolved. The patient status was alive - no injury. There were no reported contributing factors. Further complications were not reported.

Event description:
Additional information was received from a foreign manufacturer representative. The pump and catheter were explanted and replaced. The device would be returned to the device manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified a crease on the internal pump tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The date and time of the occurrence and recovery of the motor stall the previous year was requested; logs were provided, indicating stall occurred on (B)(6) 2018 at 10:13 with a recovery at 10:43 and on (B)(6) 2018 at 09:59 with a recovery at 10:21. It was stated there was not a plan to replace the patient's catheter. There were plans to replace the pump, however, the patient's "bloods were deranged" so they now planned to see them again in (B)(6) to re-check their blood. The patient would be listed once these are within normal parameters. If explanted, the devices would be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated volume discrepancy was observed two times. The second time was on (B)(4) 2019; 14.4 ml was expected and 19.5 ml was aspirated. The logs were read and a motor stall caused by an MRI occurred the previous year.. There was a plan to replace the pump. The volume discrepancy had not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-aug-22. The patient's pump was implanted on (B)(6) 2018. The only thing the hcp had done was to check the volume by withdrawing, and this would be repeated in 4 weeks.